Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient has been admitted for ventricular tachycardia (vt) and had undergone a vt ablation in the past. Ventricular assist device (vad) parameters are not within normal limits. Patient is on amiodarone and mexilitine for vt treatment, but continues to have runs of vt. Patient also has ptsd related to ICD shocks and is being treated for it medically as well as consults with the psychologist. Vad and heart transplant team discussed the possibility of heart transplant listing.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported ventricular tachycardia could not be conclusively determined through this evaluation. The patient remained ongoing on vad support until receiving a heart transplant on (B)(6)2020 captured under MFR. Report # (B)(4). The heartmate 3 lvas IFU is currently available. Cardiac arrhythmia is listed as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.